Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) and undersensing of small atrial morphologies. The lead remains in use. No patient complications have been reported as a result of this event.